Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged from the jaws of the instrument. The surgeon manually created the pursestring. The hosp has reported no pt injury occurred.